Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin flow blocked alarm during basal delivery. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. She has changed both set and reservoir 2 days ago. She noticed that it was hard to push. Customer replaced the reservoir and the issue was solved. The device will not be returned for analysis.